Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that chest pain, ischemia, sweating and stenosis occurred. On (B)(6) 2012, the patient presented with unstable angina which was subsequently diagnosed as acute inferior wall st elevation myocardial infarction and the patient was referred for cardiac catheterization. Subsequently, coronary angiography and the index procedure were performed. The target lesion was de novo lesion located in the mid right coronary artery (rca) with 99% stenosis and was 22 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using a 3.50 mm x 24 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was de novo ostial lesion located in the right posterior descending artery (r-pda) with 90% stenosis and was 18 mm long with a reference vessel diameter of 2.25 mm. The target lesion #2 was treated with direct stent placement using a 2.25 mm x 20 mm ion¿ stent. Following post dilatation, residual stenosis was 0%.two days post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2014, the patient presented with chest pain and occasional sweating. Patient¿s cardiac enzymes were found to be elevated (peak troponin I = 0.19 ng/ml; uln =0.08 ng/ml) and the patient was hospitalized on the same day. Electrocardiogram (ECG) was performed and showed possible old inferior wall myocardial infarction (mi). It was also observed that the patient experienced ischemic symptoms. Two days from admission, coronary angiography was performed and revealed patent previously placed study stent in mid rca followed by 70% eccentric mid stenosis; 90% distal stenosis and widely patent previously placed study stent in r-pda. In addition, there was a 90% stenosis located in distal rca, which was treated with placement of a 2.75 x 23 mm non-bsc stent, resulting in 0% residual stenosis. The 70% stenosis in mid rca was treated with placement of a 3.5 x 23 mm non-bsc stent in an overlapping manner with previously placed study stent in mid rca. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and clopidogrel.